Manufacturer narrative:
Pentax medical america performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 01-apr-2025. Q1. Was the issue isolated to a specific room, or did it occur on all three processors? A1. The issue occurred on all three processors. Q2. Were eg29-i20c gastroscopes used during the procedures, or was the eg34-i10l therapeutic gastroscope used? A2. The issue occurred with eg29-i20 gastroscopes and ec34-i20 slim colonoscopes. It appeared that the blood was baking onto the light guides. Q3. If possible, could you please share a photo of the dark and reddish image? A3. The facility has been asked to take a photo if the event recurs. No photo is currently available. Q4. Was each procedure for treatment or diagnostic purposes? A4. No response received yet. Q5. Were the products in question used to complete each procedure? A5. No response received yet. Q6. Was each patient recalled for further screening? A6. No response received yet. Q7. What is the current status of each patient? A7. No response received yet. Q8. Were the processors in question removed from circulation immediately after the event and sent for service/replacement? A8. No response received yet. Q9. Which software/firmware version was installed on the processors around the time of the incidents? A9. Not provided. Q10. Any serial number information for the processors involved? A10. Not provided. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2025-00040_epk-i8020c_unknown _dark and reddish images, 9610877-2025-00041_epk-i8020c_unknown _dark and reddish images, 9610877-2025-00042_epk-i8020c_unknown _dark and reddish images, 9610877-2025-00043_epk-i8020c_unknown _dark and reddish images.

Event description:
On 31-mar-2025, pentax medical became aware of an event involving a model: epk-i8020c, video processor in idaho, united states of america. During procedures involving bleeding, five cases were reported in which the endoscopic image became dark and reddish while using the processor. In all cases, the symptoms were severe enough that the endoscope had to be withdrawn from the patient and the distal end cleaned. The light guide, which appeared white at the beginning of the procedure, was observed to have turned pinkish during the procedure. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: h7: if remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary, remedial action. Evaluation summary: based on the investigation, a potential root cause of this failure is the processor is used in combination with the i20c series endoscope, blood or contaminants adhered to the illumination lens may absorb illumination light and become heated, potentially leading to coagulation or sticking on the illumination lens. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. Remedial action: this event is currently undergoing remedial action under fca report: 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2025-00039_epk-i8020c_unknown _dark and reddish images_fu1, 9610877-2025-00040_epk-i8020c_unknown _dark and reddish images_fu1, 9610877-2025-00041_epk-i8020c_unknown _dark and reddish images_fu1, 9610877-2025-00042_epk-i8020c_unknown _dark and reddish images_fu1, 9610877-2025-00043_epk-i8020c_unknown _dark and reddish images_fu1.